Event description:
It was reported to philips the device gave error code 110a proximal pressure sensor autozero failed. This event was reported to have occurred outside of clinical use. No patient or user impact was noted. The customer requested for onsite evaluation.

Manufacturer narrative:
This event was reported to have occurred during clinical use. The patient was transferred to an alternate vent. There was no delay to therapy and no patient harm. The customer elected to self-evaluate their device. The customer repaired their device. No parts were replaced. No further information was provided.